Event description:
It was reported that an aseptico endo dtc failed to auto-reverse properly, possibly causing a file to separate; the file was retrieved without injury.

Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability. The file separation will be reported via asr, as appropriate. The device was returned and evaluated. Speeds and torque were tested on the console and passed. Software was updated and the speed and torque were tested again and passed.